Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia with a lowest blood glucose of 55 mg/dl after eating less than usual, and subsequently treated the event with a slice of cheesecake, pepsi, and one glucose tablet, after which blood glucose rose to 110 mg/dl. Symptoms included hypoglycemia. Outcomes included temporary impairment requiring self-treatment. Investigation included complaint record review and troubleshooting with patient education. Investigation of this case revealed no device malfunction identified and user-related factors consistent with carbohydrate intake mismatch. It was concluded that the event was related to use circumstances with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.